Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes contained foreign matter (fm). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 10 unused samples and 4 photos for the investigation. Bdj (bd japan) received all 10 unused samples and sent 1 sample to the investigation site. Visual examination of the returned sample and photos confirm the presence of reddish/brown foreign matter (fm) which appears to be between the outer and inner tubes in one of the ten tubes received. Bdj confirmed that no abnormalities were found in the other nine tubes received. Bd was able to confirm the customer¿s indicated failure mode, fm with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.